Event description:
A critical alarm was reported. The alarm due to zero ml reservoir volume reached. The patient was in the hospital for something else at the time of the refill. The pump was empty for a day and was being refilled the day of the report. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced less pain relief. Rotor study was done on (B)(4) 2012 and it was confirmed that the pump has performed properly. The patient's drug was recently changed and it was determined that the daily dose needed to be adjusted. The pump was being used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial # (B)(4), product type programmer, patient; product ID 8703w lot# l39271, implanted: (B)(6) 1996, product type catheter. (B)(4).